Event description:
It was reported that device of a patient was oversensing atrial noise, resulting in inappropriate mode switch. Patient was asymptomatic. Fluoro and nips were performed and no anomalies were found. The device remains implanted and the patient will continue to be monitored.